Event description:
When the nurse recapped the syringe after injecting a pt, the needle pierced out the cap and the nurse was injured.

Manufacturer narrative:
Eval summary: on 04/07/08 mfg received one (1) 0.5 ml syringe, which customer claims she was stuck with needle after injecting a pt. Verbatim from customer: when the nurse recapped the syringe after injecting a pt, the needle pierced through the cap and the nurse got injured. Contaminated product will not be forwarded due to the nature of the contamination of the product. No batch number was provided; therefore, device history review / complaint history review could not be conducted. Received sample was destroyed because of the nature of the contamination of the returned product. Regulatory compliance will continue to monitor.